Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump and caused pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, allowed pump battery to fully deplete, and followed instructions to return problematic pump to tandem; technical support arranged shipment of replacement pump with signature required, confirmed delivery details, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump, and customer later confirmed package delivery and retrieval.